Event description:
It was reported to philips that during servicing of the device, the philips bench tech noted that the device does not detect pads when doing opcheck. There was no patient involvement.